Manufacturer narrative:
On (B)(6) 2019 the surgeon performed the revision surgery of this patient and the entire prosthesis has been revised.

Manufacturer narrative:
Batch review performed on 10 october 2019. Lot 131899: 30 items manufactured and released on 2-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager. Insert revision in tka more than 5 years after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
The patient came in, 5 years and 8 months after primary surgery, complaining of instability and the cause of instability is unknown. The surgeon revised the medacta tibial insert u.c. Fix s.2 / 12 mm with a medacta insert u.c. 17mm s2. The surgery was completed successfully.